Event description:
The 21g infusion set that came in tissue expander box was faulty. There was a hole in the tubing when the physician went to use it. A butterfly needle was used. There was no harm to the patient.what was the original intended procedure?placement of tissue expander.device #1is this a laboratory device or laboratory test?no.